Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-26780. It was reported the patient presented in clinic with an eroded and infected implantable cardioverter defibrillator pocket. No lead vegetation was noted by transesophageal echocardiography. The system was removed without issue. The patient was stable.